Manufacturer narrative:
Pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart error test, rewind, basic occlusion, occlusion, prime/compromised force sensor system and excessive no delivery test or verify failed battery test and unexpected battery power loss anomaly due to blank display. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had failed battery test. Customer stated insulin pump had battery out limit after changing battery. Customer stated insulin pump had blank display and display returned. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.